Event description:
The manufacturer received information alleging a ventilator's display was cracked. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display screen was replaced to address the issue. The device had damage consistent with being dropped.